Event description:
Customer reported burning smell and smoke from the unit.

Manufacturer narrative:
The customer reported a burning smell and smoke from their statspin mp. There was no smoke or fire and the fire dept was not called. The unit was returned to the MFR. The MFR's inspection of the device identified the source of the burning smell to be a burned/ melted pcb component. There was no report of exposure or injury to operator.